Event description:
It was reported that: "patient underwent a cabgx3 on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the operating room for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Associated complaints 3011137372-2025-00274.

Manufacturer narrative:
Qn(B)(4)

Event description:
It was reported that: "patient underwent a cabgx3 on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the or for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Associated complaints 3011137372-2025-00274 and 3011137372-2025-00275.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4)-piece lot in june of 2023 from lot number 06b235840698. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A thorough visual and functional inspection was conducted, and the device was confirmed to pick up, retain, close and release multiple clips properly. We were unable to replicate the alleged issue therefore we cannot validate this complaint. We are unsure why the clip fell off during the procedure, but user error is suspected. All 100 instruments from this lot were 100% visually inspected, properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.